Event description:
It was reported that the pump shut down unexpectedly. As a result the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed bg with a correction bolus from the pump. During troubleshooting with tandem technical support, it was found that the pump had shut down due to the low battery and the customer not charging the pump. The customer continued using the pump for insulin therapy.